Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer developed diabetic ketoacidosis while using the pump. Phone call with tandem technical support was disconnected from the contact. Multiple attempts were made by tandem technical support to obtain additional information; contact did not reply.